Manufacturer narrative:
The unit was mfg before 1990 and not eligible for repair. It was last serviced in 2006. It is expected for eval. To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the dermatome was not acquiring the skin properly. A new blade was loaded onto the handpiece and continued to shred the skin. A new handpiece and blade was used which obtained a proper skin graft. Integra requested add'l clinical information.